Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.